Event description:
An altitude alarm was reported on a customer's insulin pump. Customer's blood glucose level was 7.6 mmol/l. The customer followed instructions to remove obstructions from the speaker holes, clean the area, and wait for the insulin to resume after reconnecting the cartridge. The issue did not recur after taking these actions, and the pump returned to normal operation. Technical support provided additional tips for preventing altitude alarms in the future, and the customer acknowledged the guidance.